Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a separation issue; further described as ¿the inside of the miniset has come loose and is outside the set." This was observed prior to use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: during follow up, it was clarified that there was a separation between the female connector and mainbody of the minicap transfer set; further described as the thread between the dark blue and light blue parts came loose. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.